Event description:
It was reported the patient had their device system removed due to it ¿no longer working¿ related to a health care provider ¿putting in the wrong tubing¿ which caused a ¿crack¿ and subsequent explant. The medication being delivered via the device system was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).